Event description:
In response to the voluntary field safety notice/recall concerning sound abatement foam, a dreamstation auto CPAP device was submitted to a third-party service center. The return was not associated with any reported serious patient harm, injury, or medical intervention. Visual inspection of the device revealed a scratched lcd screen, and the presence of foam particles within the blower. Error codes e-22(motor connection, blower box, & pca) and e-130(pca) were detected. Consequently, the device was deemed unusable and scrapped. Further investigation is precluded at this time. Should additional information become available, a subsequent report will be filed.